Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017. Patient had incomplete temporal flap on the left eye. Right eye looked similar on creation without flap issue. Treatment was aborted due to incomplete flap on left eye and unusual bubble pattern was found. Bandage soft contact lens was placed and photorefractive keratectomy was scheduled at a later date. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 1.75 x-1.25 x 170, left eye pre-op 20/20 1.50 x -1.00 x 15.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.